Event description:
The manufacturer received information alleging a ventilator was not registering a leak. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.